Event description:
(2/2, reference (B)(4) for related complaints) (documenting cassette) per email: no disposable pump wont run unresolved with multiple troubleshooting attempts rate 2.2, resvol 82.0, given 19.0. Green flow stop, air noted in line. Patient not affected. No additional information available.

Manufacturer narrative:
Other, other text: , corrected data: updated e3 to non-healthcare professional: product complaint analyst